Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument associated with this complaint and completed its investigation. Failure analysis found the primary failure of frayed pitch cable to be related to the customer reported complaint. The instrument was found the have a frayed pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Root cause is attributed to a component failure. An additional observation not reported by the site was also identified. The instrument was found to have a bent banana plug at the back end of the housing. The root cause of bent instrument banana plug is typically attributed to mishandling/misuse. No image or video clip for the reported event was submitted for review. A review of the instrument log for monopolar curved scissors (part 420179-23/n10210112 750) associated with this event has been performed. Per logs, the monopolar curved scissors was last used on 01-feb-2022 on system sh1741, with 4 lives remaining. This complaint is considered a reportable malfunction due to the following conclusion: the instrument was found to incur a failure mode that could potentially result in a fragment from the instrument falling inside a patient during use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the monopolar curved scissors was frayed at the pivot point. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the customer to obtain additional information. It was confirmed that no fragments fell inside a patient during the last procedural usage of the instrument. The customer reported that the tip had to be broken off in order to remove the grasper from the trocar. The breakage did not happen while in use during a procedure.